Event description:
During the initial placement there was only a three fourths stent overlap between the ipsilateral iliac leg and the main body graft. Over the next year the aneurysm reduced in size by fifty percent and pulled the leg graft away from the main body graft. An iliac leg graft was placed to bridge the gap and the endoleak was resolved.